Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side pain and rupture. The device remains implanted.

Event description:
Patient reported right side pain and rupture. The device remains implanted.

Manufacturer narrative:
Information was previously submitted in duplicate medwatch 2019858 and 2213789 and is being consolidated into this report.